Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported lobulated patches and diagnostic finding of "atypical lymphocytes" diagnosed as bia-alcl with cd30+ and ¿negative: alk protein¿ markers. Additional markers included ¿positive in atypical large cells ki-1; cd4, diffusely positive in atypical large cells: tia-1, positive in some atypical large cells: cd43, and negative ae1/ae3 ; cd20 ; cd56 ; cd68 ; pax-5. The status of the patient¿s symptoms were not reported. Hematoma, occurred post puncture, and ¿small hiatal gastric hernia / colic diverticulosis / atheromatosis / degenerative intervertebral changes" were also reported but deemed unrelated to the breast implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported left side swelling and "suspicion of alcl." Healthcare professional later reported capsular contracture, baker grade iii with ¿local discomfort and pain," seroma with "significant volume increase of left breast," and "microcalcifications.¿ alterations in breast are suggestive of "suggest inflammatory process or anaplastic large cell lymphoma (alcl)." Pathological markers were not provided. The device remains implanted.

Event description:
The device has been explanted and patient is "progressing well to treatment and being followed by a mastologist."